Manufacturer narrative:
This complaint is confirmed. As evidenced by the sample returned, it appears the guidewire has been damaged through use. The complaint sample received shows the coiled wire has been returned in three sections. The nitinol center core wire has severed from its distal weld tip. It should be noted that the distal weld tip is missing from the complaint sample and was not returned for evaluation. The coiled portion of the wire is severely stretched and elongated. The guidewire has fractured due to excessive tensile stresses. No manufacturing defects were noted on the wire or the catheter. At this time the mechanism of damage is undetermined. A chr of lot #reuj0694 showed no other similar product complaint(s) from this lot number.

Event description:
While placing the PICC the guidewire unraveled and the floppy tip migrated. The patient was sent to operating room to have the floppy tip removed. The guidewire will be returned without the floppy tip.